Event description:
This nurse noticed some wet marks on the bed near the IV tubing. Checked the filter because that has leaked in the past and saw that the filter was slightly leaking. Looks like it is coming from the small circle within the square filter. Ns (normal saline) was running at time of leak. It was also the line used for medications and d5ns at times. Full line was taken down and new ns line with filter replaced. This is the bd smartsite extension set 0.2 micron low protein binding filter for alaris. This has been seen to happen many times before. Ref (B)(4). Unsure of this device's lot number. This is the lot number based on the current stock on unit: 20119613. This device was not kept. There was no detectable harm.